Manufacturer narrative:
Additional information was provided by the clinical specialist on (B)(6) 2016 indicating that he attempted to troubleshoot with the site over the phone. Log files were sent two or three times with the same result. They also attempted using different monitors. No further information was provided. Patient death previously reported on MFR 3007042319-2016-03162. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to download data from the controller or inability to change pump settings may result in no action or the wrong or inappropriate action taken in response to alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the controller seemed to be missing some data. The patient expired on (B)(6) 2016 (previously reported), and the controller log file data stopped on (B)(6) 2016. A preliminary internal log file performed on 08/27/2016 indicated that the submitted log files only contain data through 08/02/2016. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. Log file analysis revealed that the date and time were changed several times. The data file starts on (B)(6) 2016 and goes up to (B)(6) 2016 before the time is set back to (B)(6) 2016. Review of the event file shows that the date and time was reconfigured after (B)(6) 2016 to (B)(6) 2015 and again to (B)(6) 2016. This can explain the data gap between (B)(6) 2016. After (B)(6) 2016, the control was in use until (B)(6) 2016. The controller was again in use on (B)(6) 2016 until the date was changed again to (B)(6) 2016. Based on the available information, the most likely root cause of the "missing data" can be attributed to multiple date and time changes that affected the chronological sequence of events in the logs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.